Event description:
The discharge note stated that the patient was having back and leg pain, and the history and physical stated that the superior end of construct loosened. Three screws and one rod were removed after a s/p back fusion procedure. From the operative note: removal of instrumentation, pedicle screws and rod at right l2, l3, l4. Laminectomy at l2, l3, and l4 with foraminotomies at l2-l3 and l3-l4 on the right side with arthrodesis at l2 through l4 and use of bone morphogenic protein. The screw penetrated the disk space at l1-2 and likely irritated the l1 nerve root with toggling. The pre-op CT and MRI images demonstrated a complication from the initial failed fusion surgery and the superior end of construct loosened. Also, the loose alphatec hardware was replaced with danek hardware.